Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached from the quick release while sleeping. The patient had inserted the set a day before this report, and her pump gave a high reading. When the patient checked, she noticed that it was detached from the whole set. Patient's blood glucose level was at 263 mg/dl, which was treated with a manual injection. The site location was patient's right side of the stomach and the pump located on the right side as well, in her pocket. The infusion had been in use for one day and the infusions were stored in her bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.